Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Op notes were reviewed and no complications were noted. No device or photos were received; therefore the condition of the component is unknown. The components are compatible with each other. The device history records and supplier history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00704; 0001822565-2018-05343.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: concomitant medical products: (B)(4), shell porous with cluster holes, (B)(4); (B)(4),liner standard 32 mm,(B)(4). This report is number 2 of 2 mdrs filed for the same patient (reference 1822565-2016-00728).

Event description:
Legal counsel for patient who underwent a total hip arthroplasty approximately 6 years ago reported patient has been indicated for revision due to allegations of corrosion. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.